Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The cannula found to exhibit a weld defect. When compared to an in-house cannula sample, the shafts were found to point in different directions showing that the cannula shaft had twisted. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the single-site curved cannula accessory was twisted. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.